Manufacturer narrative:
The percentage of stenosis after stent placement and post-dilation was 0%. The lesion was de novo, the vessel was straight and not calcified. Omnipaque contrast for a total of 90ml was used during procedure. Medication at discharge: heparin stopped. Continued: aspirin, ace inhibitors, statins, levothyroxine and lansoprazole. Four days after the procedure, patient experienced a swollen and painful left knee. Patient was hospitalized and received antibiotic therapy. The antibiotics were discontinued when a diagnosis of septic arthritis was considered and excluded. The patient's sfa and stent was imaged at discharge and by the vascular lab at outpatient follow-up. The stents remains patent and ankle brachial pressure index has well improved. Per the procedural physician, this event was possibly related to both the device and the procedure. In 2006, the patient had haematemesis requiring hospitalization overnight. On the following month, patient had an oesophago-gastroduodenoscopy performed showing grade a esophagitis. Per the procedural physician, this event is unrelated to both the device and the procedure. Two new adverse events have been reported to cordis. The first occurred three and a half months later, with a complaint of worsening of the fontaine classification index. The patient underwent a fem-pop bypass surgery. This event was deemed highly probable related to device and unlikely related to procedure. The second event occurred in 2007, where it was discovered that the previously implanted smart control stents were occluded and a further procedure was planned. The procedural physician deemed this to be probable related to the product and unrelated to the procedure. The products remains implanted in the patient and are not available for analysis. A device history record review was performed on all three products involved and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Re-occlusion of implanted stents is a known and well-documented potential complication. In this case, the exact cause of this phenomena is unknown. However, factors that may have influenced the event include patient, procedural, pharmacological and lesion. This is one of three products involved in the same patient and reported under manufacturing number 9616099-2007-01739, 9616099-2007-01740 and 9616099-2007-01741.

Event description:
Report received indicated that patient had worsening fontaine classification with fem-pop bypass and occlusion of the stents. As reported under the super study registry, twenty-four hours prior to procedure, the patient was given 75mg/day of aspirin. Heparin was not given at the beginning of the procedure. Total dose of heparin used during procedure was 3000iu. Access method was percutaneous and puncture site ipsilateral. Lesion location is 100mm above upper border of the patella. Total lesion length was 130mm and totally occluded. Reference vessel diameter was 5mm. Two smart stents (6 x 80 mm and 6 x 100 mm) were placed overlapping in the left mid superficial femoral artery (sfa). Post dilation was done with a (5 x 80 mm 0.035) invatec sailor balloon (max pressure 10 atm). Two centimeters distal to the lesion, a dissection occurred, probably due to a lower re-entry than was anticipated. The investigator indicated that the dissection was not caused by the study stents but was a result of passing the (non-cordis) post-dilatation balloon into the more distal aspect of the vessel. The dissection was treated by placement of a third smart stent (6 x 80 mm), with good result.